Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not taking care of personal hygiene and improper diet. The patient was treated with unspecified intraperitoneal anti-inflammatory drugs. Hospitalization, patient outcome and action taken with pd therapy were not reported. It was not reported if the patient was retrained for proper aseptic technique. No additional information is available.